Event description:
Indication: antibody deficiency with near-normal immunoglobulins. When pt was doing infusion at a certain point medication was leaking. No reports of any adverse effects. We will be shipping longer needles for next infusion. No other info known. Reported to (B)(6) by pt/caregiver.